Event description:
A report was received that the patient underwent an explant procedure due to a spinal compression resulting in loss of mobility in the right leg. The patient was transferred to a rehab facility and has regained motion in her leg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02, serial: (B)(4), description: precision implantable pulse generator explanted devices will not be returned to bsn as it was discarded by medical facility.